Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks. The patient¿s mother stated the cgm was displaying a value in the 300¿s and that the patient indicate that she felt the worse she had ever felt. She stated she felt like her ketone level was very high and went to the emergency room (ER). It was reported that the patient¿s blood glucose values were around 500 mg/dl and was provided insulin via syringe. The patient was also treated with intravenous (IV) therapy to lower her ketone levels and was released from the ER after 4 hours. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.